Manufacturer narrative:
A mandatory medwatch report was forwarded from the department of health and human services, for co's review. Based upon the information reported by the using facility, a request was made to obtain a copy of the operation report. Information gleaned from the report verified that the incident had previously been reported to the FDA of february 25, 2004, however, a review of the medical records did not indicate any balloon rupture or separation of such device.

Event description:
Patient was not a surgical candidate. The patient has a short aortic neck that was characterized by angulation infrarenally. During deployment of the main body graft, the angulation in the arota contributed to mis-placing the graft and deploying the suprarenal stent too high. It appeared that the infrarenal stent pushed up on the top stent and covered one renal artery. The physician made several attempts to gain access to the renal artery but was unsuccessful. Finally an attempt was made to "floss" the graft. This maneuver entailed placing a wire guide in to one limb, up and over the bifurcation of the main body graft and out the other limb. Once the wire was in place with both ends exiting through the access sites, an attempt was made to pull the graft downward. Eventually the graft was no longer occluded. Under magnification, it appeared that the graft had moved down approx 5mm. There was some concern that since the barbs of the suprarenal stent had already been implanted in the vessel wall, they may have prolapsed with the downward movement. The planned use of iliac leg extensions to extend the length of the limb of the main body were successfully deployed. Placement of the iliac leg grafts was uneventful, landing the left in the external iliac, providing a good seal at the location. Final angiogram noted a proximal type I endoleak. A main body extension was placed at the proximal portion of the main body graft to resolve the endoleak. When the main body extension was deployed, full coverage of the area distal to the renal arteries was not obtained, as a result of the device tilting at an angle. Physician elected not to attempt placement of another main body extension at the site since the proximal type I endoleak had been resolved. Procedure was concluded. No sequelae to the patient resulted.